Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from healthcare professional (hcp) on 2017-aug-08 reported the patient's weight was (B)(6) pounds. No further complications were reported/anticipated.

Event description:
Information was received from healthcare professional regarding a patient receiving clonidine 250mcg/ml for a total dose of 150mcg/day, bupivacaine 10mg/ml for a total dose of 6mg/day, and dilaudid (hydromorphone) 6mg/ml for a total dose of 3.6mg/day via an implantable pump for spinal pain. It was reported the patient's pump was empty. It was noted that the healthcare professional (hcp) had access to the patient/8840. Alarm was occurring for empty pump. It was noted that the alarm was not related to premature low reservoir alarm/empty pump alarm, 8870 older software version. It was noted that the patient missed a refill. The patient allowed the pump to run out of drug about a month ago because they wanted to see how they would do without drug. The hcp stated that on or around (B)(6) 2017 the pump should have run out of drug. The hcp stated that the patient's pain got a lot worse around a month ago, which aligns with the time the pump ran out of drug. The patient wanted to continue therapy, so the hcp was filling the pump with new drug today ((B)(6) 2017), and requested assistance with programming a bridge bolus. Information was reviewed for a bridge bolus for the same drug and change concentration. Old drug/concentration was 6mg/ml, old drug desired does was 1mg/day, and old flow rate was 166ml/day. The new drug/concentration was 3mg/ml for a daily dose of the new drug of 1mg/day, and the new flow rate was .333ml/day. The total daily volume (tdv) was 0.471ml. The amount of bolus was 2.826mg and the duration of the bolus was 67hours and 49minutes. It was noted that troubleshooting resolved the reported event. It was noted that the patient's pain got worse. Event date was noted as (B)(6) 2017. No further complications were reported/anticipated.

Manufacturer narrative:
Device code (B)(4) no longer applies to the pump. The original notified date of this event was 2017-jul-26 instead of the previously reported 2017-jul-27. If information is provided in the future, a supplemental report will be issued.

Event description:
Information pertained in this document updated that the original notified date of the call was on (B)(6) 2017 instead of the previously reported (B)(6) 2017.